Event description:
It was reported to gore that four days after two gore viabil biliary endoprostheses were placed for a tight malignant biliary stricture, the pt presented with elevated bilirubin levels. A cholangiogram was performed and found that one of the endoprostheses had not completely expanded at the time of placement and was occluding bile flow. A 10mm balloon was used to successfully dilate the stent and drainage was restored. It was reported that the pt was doing well after the dilation.

Manufacturer narrative:
The lot number is unavailable and the device remains implanted. Therefore, a review of the manufacturing records and a direct product analysis could not be performed. It is probable that the tightness of the stricture may have influenced full expansion of the endoprosthesis. The instructions for use for the gore viabil biliary endoprosthesis provides the following instructions for the placement of two endoprostheses, "it is acceptable to place multiple devices to achieve complete coverage beyond a stricture (i.e., greater than or equal to 2 cm). Devices need to be overlapped by at least 1 cm. It is recommended that only devices of the same diameter be overlapped. Even though the order of placement may be dependent on the pt's anatomy of physician's judgment, it is recommended that the device closest to the duodenum or most downstream be placed first." Additionally, it should be noted that the instructions for use for the gore viabil biliary endoprosthesis indicate that "using standard cholangiographic procedures, the position and patency of the endoprosthesis should be verified. If the stricture does not allow the endoprosthesis to immediately expand to its full diameter, it is possible that it will fully expand over the course of several days. Balloon inflations may be used to expand the endoprosthesis..." All information has been made available for tracking, trending and follow-up.